Event description:
A distributor reported to olympus that their customer reported the lamp light was not present due to front panel switch not working and there was no image output. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found the following: error code 110 due to failure of the solenoid of the optical filter, a screw was found inside the device due to being detached, broken, loose or damaged, no image produced due to printed circuit board failure, front panel switches were not functioning, image freezing due to printed circuit board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Update to field d9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation: regarding the front panel switch is not working and the lamp does not ignite, the cause cannot be determined at this time. Regarding no image, it is likely that the phenomenon occurred due to the faulty circuit (cm) board and no dvi output due to faulty circuit (dp) board. Regarding all leds on the front panel are blinking is likely due to faulty cm board. Regarding the e110 error, it is likely displayed due to the damaged optical filter. Regarding the missing screws found inside the unit, and most of them are corroded and stripped, the cause cannot be determined at this time. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. ·do not soak in water, autoclave, or gas sterilize the video system center and accessories. These methods will damage them. ·store the equipment in the level position in a clean, dry, and stable location. ·do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor the field performance of this device.